Event description:
Patient presented to operating room for right shoulder arthroscopy. During rotator cuff repair an arthrex scorpion needle tip broke off . Approximately size of 1mm. Surgeon searched surgical field, no foreign body was seen, the wound was irrigated, and an x-ray was taken, radiologist impression - no radiopaque foreign object seen. Surgeon was notified. Patient tolerated procedure well and later that day was discharged to home.